Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited a greater than double increased in impedance from the baseline impedance and high capture threshold. It was also noted that the lead helix failed to extend. The lead was not used and replaced during the procedure. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2025.